Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that a CT performed two years and eight months later showed a type ia endoleak was present. As per the physician the cause of the event can not be determined. Intervention was performed five days later where a 28x49 cuff was implanted with endoanchors. It was reported that the endoleak was still visible at the end of the procedure. No additional clinical sequalae were reported and the patent will be monitored.